Manufacturer narrative:
The insulin pump passed pump self test, a21 error test, displacement test and off no power test. The operating currents are within specifications. No unexpected a21 alarms, audio or beep anomalies, off no power alerts, icon anomalies or blank display anomalies noted during our testing. However, the insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump would show empty reservoir when there was still insulin in the vial. Device shut off by itself and alarmed an unexpected restart alarm. Customer's blood glucose was 6.2 mmol/l. Device turned off by itself during troubleshooting. Device did not alarm a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.